Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, [100] retention samples from bd inventory were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10-production lot in-house retention tubes. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that about 1 month prior to the expiration of bd vacutainer® 9nc 0.129m plus blood collection tubes an unspecified amount are having low draws. Patients were redrawn. The following information was provided by the initial reporter: tubes lose vacuum prior to expiration.

Event description:
It was reported that about 1 month prior to the expiration of bd vacutainer® 9nc 0.129m plus blood collection tubes an unspecified amount are having low draws. Patients were redrawn. The following information was provided by the initial reporter: tubes lose vacuum prior to expiration.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.